Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, discrepant results for vibrio were obtained. A patient specimen was run 4 times. 3 results were positive and 1 was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "false positives". Customer reported that they are witnessing multiple suspected false positive results for vibrio on a single patient sample while running the extended enteric bacterial panel assay. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and retrieved the customer instrument database for further analysis. Investigation revealed no functional issue with the instrument and performance within bd specifications. This complaint is unconfirmed as the issue alludes to a patient sample with an organism load that is near the assay limit of detection. Returned sample analysis included the instrument database which revealed the instrument performance was operating to bd specifications. DHR review was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k111860 and k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, discrepant results for vibrio were obtained. A patient specimen was run 4 times. 3 results were positive and 1 was negative. There was no report of patient impact.